Event description:
The customer reported obtaining reproducibly elevated thyroid-stimulating hormone (access fast htsh) results on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) for one patient. This report addresses the elevated access fast htsh result obtained on (B)(6) 2015. There was a change in the patient's treatment as the patient was prescribed levothyroxine due to the elevated access fast htsh result obtained. Additional access fast htsh analyses of the patient's sample from different draws, on different days were performed on the same unicel dxi 600 access immunoassay system and all recovered with reproducibly elevated results. MDR 2122870-2015-00263 addresses the elevated access fast htsh result obtained on (B)(6) 2014. MDR 2122870-2015-00264 addresses the elevated access fast htsh result obtained on (B)(6) 2014. The customer questioned the elevated access fast htsh results as the patient's results were not changing with the introduction of levothyroxine as would be expected. The patient was referred to a specialist, where the patient's sample was analyzed utilizing the cobas 6000 and a result below the assay's normal reference range was obtained. All system parameters (including quality control (qc), calibration and system check) were recovering within assay/instrument specifications. The patient's sample was collected in a serum tube and centrifuged at an unknown speed for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The patients' demographics such as age, date of birth, gender, and weight were not supplied. The patient was prescribed levothyroxine. Service was not dispatched for the event. The access fast htsh reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2015-00263, 2122870-2015-00264, 2122870-2015-00265. (B)(4).